Event description:
Information received on (B)(6) 2012 indicated that the patient underwent revision surgery on (B)(6) 2012. Follow up with the treating neurologist revealed there was no suspected manipulation or trauma to the device. Additionally, the neurologist did not perform x-rays. The generator was programmed off when the high impedance was first noted. The explanted products have not been returned to date.

Event description:
The patient's explanted lead was not returned for analysis just their explanted generator. The generator was explanted/returned for prophylactic replacement. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Attempts for product return have remained unsuccessful to date.

Event description:
It was reported that the patient's vns was now indicating high lead impedance. Clinic notes were later received indicating the high impedance was first noted on (B)(6) 2012. The physician indicated in the note that the patient "does not twiddle the generator or lead wire." The patient has been experiencing more intense seizures however this was attributed to changes in the patient's medication. Last known good diagnostics were taken (B)(6) 2011. Attempts for additional information have been unsuccessful to date. Surgery to replace the patient'[s lead is likely.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.